Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to upgrade to version 1.11. A technical support specialist dialed into the station and applied the knowledge article "medstation es ¿ station upgrade failed and rolled back ¿ chaos failure on step 6, 9 or 10" but unable to detach the database. Since no database remnants were found in the directories, tss deleted the database and proceeded successfully. The station did not auto synchronize, so a manual synchronize was performed. After synchronizing and rebooting, the station came back up with a hardware failure, which was resolved onsite. Users were then able to pull medications successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station had failed to complete the upgrade. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.